Event description:
It was reported to philips that the system was losing power during bootup. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not able to start up. Upon troubleshooting, rse found that power cuts off during start up and alarm sound was coming from the ups and showed that it was on battery mode. Rse restarted the ups but still the issue persists and released onsite work order. The field service engineer (fse) went onsite and found that the equipment wouldn¿t start due to the failure of ups battery power supply in the main control cabinet. To resolve this issue, fse performed the switching of the main control unit power line and restored the equipment. After that, the system was returned to use in good working condition. The codes were updated based on investigation outcome.